Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced discomfort. Additional information indicated that a revision was done because the patient had discomfort with the device position. The device remains in service. No additional adverse patient effects were reported.